Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump in a pouch against their skin. There was no reported impact to blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.